Event description:
The patient was admitted to the hospital for removal and replacement of bilateral breast implants secondary to rupture of both silicone gel breast implants. These implants had been placed in 1973. The manufacturer is unknown. The patient authorized the hospital to dispose of her surgically removed breast implants.